Manufacturer narrative:
Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that she had turn stim all the way up and she still had urgency. Patient stated it comes so fast and when she sees a toilet, she will start squiggling and then would not make it. She had it at 2. 9v and went up to 4. The change in symptom was considered sudden. On the same day, patient further reported that she was now on 6v and she could feel stim in her bicycle seat area. Patient indicated she does not have healthcare provider (hcp). There were no further complications that have been reported as a result of this event.